Event description:
Information was received indicating that the over-temperature test button to a smiths medical level 1® hotline® fluid warmer was pushed with no alarm. The test was attempted an hour later and again no alarm was issued. There were no reported adverse patient effects.